Event description:
On (B)(6) 2025, the patient was seen in clinic for discharge and burning at the suture site. The discharge was visible and yellowish-red at the site. The patient reported this started approximately one month ago. The patient's pcp prescribed antibiotics and cream on an unknown date prior to the (B)(6) clinic visit. The patient also reported a fever on and off for about one month. The following day, on (B)(6) 2025 the patient underwent a wound washout procedure. Additional treatment details were not provided. The patient's follow up is scheduled for (B)(6) 2025.

Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
New information: at the patient's (B)(6) 2025 visit, the patient reported "oozing" from her suture site. The patient scheduled a follow up with an infection specialist on (B)(6) 2025. On (B)(6) 2025 the neurostimulator and both leads were explanted. Treatment of the deep incisional infection included oral and IV keflex, linezolid and doxycycline. Original report: on (B)(6) 2025, the patient was seen in clinic for discharge and burning at the suture site. The discharge was visible and yellowish-red at the site. The patient reported this started approximately one month ago. The patient's pcp prescribed antibiotics and cream on an unknown date prior to the june 12 clinic visit. The patient also reported a fever on and off for about one month. The following day, on (B)(6) 2025 the patient underwent a wound washout procedure. Additional treatment details were not provided. The patient's follow up is scheduled for 9/18/25.